Manufacturer narrative:
The pump was explanted and analysis revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 370mcg/day) in an implantable pump for an unknown indication for use. A motor stall occurred without any symptom return. The patient presented to their surgeon with a pump alarm on (B)(6) 2016. Upon interrogation, it was determined the pump motor stalled several times. The pump restarted normally after programming, but the decision was to replace the pump. There was no known environmental or external factor which may have contributed to the issue. No diagnostics/troubleshooting was preformed. The pump was replaced on (B)(6) 2016 and the issue was considered resolved. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.